Event description:
The technician alleged that the bed will not go into trendelenburg. No pt impact.

Manufacturer narrative:
The technician found the bolt broken for the trendelenburg linkage. The technician replaced the bolt for the trendelenburg linkage to resolve the issue.